Event description:
Upon manufacturer review of the published literature "vagus nerve stimulation (vns) improves seizure control for over five years" it was noted that a total of three pts died. Two add'l MDR reports will be submitted for the other two deaths. All attempts to the reporter for add'l info have been unsuccessful to date.

Manufacturer narrative:
Article citation: proceedings of the 150th meeting of the society of british neurological surgeons, british journal of neurosurgery, 2007; vagus nerve stimulation (vns) improves seizure control for over five years, 21:2, 134-135. Tawari, gj, et al.